Manufacturer narrative:
D10: concomitant product UDI for cuff is (B)(4). D10: concomitant product UDI for pump is (B)(4). H6: upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) balloon underwent a thorough analysis. The component was visually inspected and a hole from fatigue between the shell and adaptor junction was identified. Due to that finding, the balloon was not leakage and functionally tested. The device history record (DHR) confirmed the device met all material, assembly, and performance specifications. The reported patient symptom is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the hole identified in the balloon could have caused or contributed to the reported clinical observations of fluid leak and hole/perforated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented to the clinic with recurring incontinence. The patient was examined physically and visually in clinic. The physician removed and replaced the device components. A hole was observed in the balloon after explant. The new balloon was placed and connected to the system. There were no further signs or symptoms reported.

Manufacturer narrative:
D10: concomitant product UDI for cuff is (B)(4). D10: concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented to the clinic with recurring incontinence. The patient was examined physically and visually in clinic. The physician removed and replaced the device components. A hole was observed in the balloon after explant. The new balloon was placed and connected to the system. There were no further signs or symptoms reported.